Manufacturer narrative:
On (B)(6) 2021, mentor received confirmation that the product size is 350cc. Lot, batch, and/or serial number information are not available. Therefore, brand name under field d1 is updated to "unknown gel implants", catalog number is updated to "unk_gel implants" under field d4, and lot, and serial number fields have been updated to blank on this form. Since no lot number was provided, no manufacturing record evaluation could be performed. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 24, 2022, mentor became aware that patient experienced bilateral ruptures (not only right sided) in addition to autoimmune disorder, and bilateral baker grade IV capsular contracture. Hence, product problem has been selected under field b1, and device problem code "material rupture" has been added to field h6 on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On 11/8/2019, per additional information received and reviewed by clinician, coding was updated to autoimmune disorder to more accurately capture the reported event. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported via FDA medwatch mw5072639 that a (B)(6) caucasian female patient underwent bilateral breast prosthesis implantation with 450cc mentor memorygel breast implants on both sides on (B)(6) 2013 experienced adverse events. The patient reports that she has no medical history with exception to anxiety she experienced relating to her mother¿s passing. The patient reports that her symptoms began right away, starting with the lymphedema in her right arm. The patient reports that she needs a procedure to remove a lymphnode, but it got denied by her insurance and she cant afford it. The fatigue began soon after the lymphedema, and then the hair loss. This was all within a year of implantation. The patient reports that in 2015, she had a right side rupture and bilateral baker grade IV capsular contracture. The patient reports that she experienced implant palpability, necrosis of the tissue in her breasts, toxic shock syndrome from the implants, breast tissue atrophy, and seromas. She also reports vertigo and brain fog. The patient also reports permanent nerve and muscle damage on the right side. Her blood test results showed elevated levels of certain metals (arsenic,titanium, etc) she also reports joint pain and feels like she has lupus. The patient has not yet undergone explantation and reports that she is now unable to work. This report is for the patient¿s left-sided device.